Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii), the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device had failed plunger position. There was no patient involvement.

Manufacturer narrative:
A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Field technician stated issue plunger position failure is confirmed. ¿ on 18 june 2025, the syringe module was received unboxed and with paperwork. ¿ error log contains error code 351.6660. ¿ using asm software to test plunger position verification results failed. Using asm to calibrate plunger position results failed. ¿ the defective logic board will not allow the calibration to be completed. ¿ san diego repair center to replace the logic board. ¿ supplier defect. ¿ device to be returned to san diego repair center for processing. ¿ failure investigation report attached to work order in salesforce. This report lists imdrf annex a, c, d, and g codes that are reportable malfunctions observed on the device during servicing. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device had failed plunger position. There was no patient involvement.

Event description:
It was reported that the device had failed plunger position. There was no patient involvement.

Manufacturer narrative:
A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Field technician stated issue plunger position failure is confirmed. On 18 june 2025, the syringe module was received unboxed and with paperwork. Error log contains error code 351.6660. Using asm software to test plunger position verification results failed. Using asm to calibrate plunger position results failed. The defective logic board will not allow the calibration to be completed. San diego repair center to replace the logic board. Supplier defect. Device to be returned to san diego repair center for processing. Failure investigation report attached to work order in salesforce. This report lists imdrf annex a, c, d, and g codes that are reportable malfunctions observed on the device during servicing. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.